Event description:
The reporter stated that the surgeon was inserting a single piece silicone lens model aa4204vf and the lens tore. The surgeon cut the lens to remove & replace it without enlarging the incision. No pt injury.

Manufacturer narrative:
Eval: a visual inspection of the returned product shows the optic of the lens is torn in half and is torn into the haptic. There is clear surgical residue on the lens. Conclusions: based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for eval.